Event description:
(B)(4). Event occurred in the united states. The patient's mother reported that the patient had diabetic ketoacidosis and high blood glucose level reported to be 1300 mg/dl at the time of incident. Subsequently, the patient was hospitalized with blood glucose level at 1200 mg/dl and ketones in urine. When they removed the set to investigate at the hospital, they discovered a bent cannula. He also had strep throat, was sick and they believed that he was not getting any insulin for three days. He had bent cannula on right side and three sets had bent, which were all changed. He received unspecified medication via intravenous route as corrective treatment. The patient was hospitalized for three days. Unomedical does not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.